Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: crimped valve had one strut punctured through sheath approximately 180 degrees, at the outflow side .post expanded valve: one (1) valve frame strut / remained bent, the frame was distorted. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was received and patients access vessels had tortuous anatomy and calcification. The reported was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The product risk assessment documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the july 2023 control limit. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imaging evaluation, patient s access vessels had tortuous anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Per imaging evaluation, patients access vessels had calcification. Excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per the description, it was noted that there was significant difficulty advancing and removing the delivery system. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. In this case, no bent strut was observed on the valve inflow side as bent strut may have corrected itself during withdrawal. The bent strut at the outflow side was likely occurred during valve interaction with the sheath during device withdrawal as reported. The technical summary outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with the issue. There are several 100 percent in process inspections (visual) performed in manufacturing process and product verification testing (function and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity,) and or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards lifesciences field clinician specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. During sheath insertion, the valve and commander delivery system became stuck in the proximal portion of the 14f esheath plus sheath. There was significant difficulty advancing and removing the delivery system. The valve was never advanced beyond the sheath. They were both removed and a new sheath was introduced. It was noted that a portion of the valve frame had pierced the constraining portion of the sheath. A new 26mm sapien 3 ultra valve was introduced successfully and implanted without issue. The patient had history of previous scare tissue from previous procedures. The 22 fr dilator was used on both sheaths during prep. Prior to the insertion of the second valve/delivery system, the 16 fr dilator was used to pre-split the sheath.

Manufacturer narrative:
Investigation is underway.